Event description:
It was reported that a patient presented for a device upgrade due to suspected pacemaker induced decline of ejection fraction. The patient has experienced symptoms of shortness of breath and fatigue. The physician elected to explant and replace the pacemaker. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and output signal verification found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors did not find any contamination or foreign material. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.